Manufacturer narrative:
Product event summary: one (1) pump, one (1) controller and one (1) battery with unknown serial numbers were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation was created to further investigate failures of the pump to restart. The most likely root cause of the reported loss of power event can be attributed to the disconnection of both power sources from the controller, as described in the reported event details. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system: controller. Model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system: battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk. UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for accidently disconnected power source while on direct current (d/c) power after the car had been shut off. The patient disconnected the battery and the pump shut off. Upon reconnecting power the pump failed to restart. After a controller change the pump did not restart. He came into the hospital for an emergent pump exchange. The vad was exchanged, the controller was exchanged and the battery remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.